Event description:
It was reported that the patients ipg was no longer working. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.